Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results on her coaguchek xs meter with serial number (B)(4) compared to the doctor¿s coaguchek xs meter. The customer tested on her meter and the result was 3.7 inr. Thirty minutes later, the customer tested on the doctor¿s coaguchek xs meter and the result was 1.9 inr. Different fingers were used for each test. No medication changes were made based on the customer¿s meter. The customer¿s therapeutic range is 2-3 inr. No adverse event occurred. The customer is feeling ok. The customer is not anemic, is not taking heparin or direct thrombin inhibitors, and has no antiphospholipid antibodies. The customer has had no changes in coumadin and no new medications. The customer has had no recent illnesses and no diet changes. The customer did not have high symptoms with the result of 3.7 inr. The meter and test strips were requested for investigation. Replacements were sent. Relevant retention test strips (lot 152881-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material performed as specified.

Manufacturer narrative:
The customer returned the meter. The test strips were not returned. Based on review of the meter memory, there are additional erroneous results. On (B)(6) 2015 there is a result of 2.5 inr at 1:12 p.m. And a result of 1.1 inr at 1:21 p.m. On (B)(6) 2015 there is a result of 2.6 inr at 2:35 p.m. And a result of 1.0 inr at 2:47 p.m. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.3 inr, donor #2 inr: 2.7 inr. Donor #1 hct: 46%, donor #2 hct: 43%. Testing results: donor #1: masterlot: 2.3 inr, donor #1: customer's meter and masterlot: 2.3 inr. Donor #2: masterlot: 2.6 inr, donor #2: customer's meter and masterlot: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.